Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This report is being submitted as an initial/final report. (B)(4). Investigation summary: review of the device history record for (B)(4), lot number 63550390, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device discarded by user facility.

Event description:
It was reported that the pulsavac battery pack overheated due to use in the procedure and the batteries were leaking battery acid. It was noticed during the cleaning and no one was injured.